Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. It was reported that a valiant 38x38x200 was implanted proximally. The physician implanted another valiant 38x38x150 distally however, it was inadvertently implanted short of the intended landing zone. Another valiant stent graft 38x38x200 was implanted and the graft landed at the desired distal target. Final angiogram showed no endo-leaks and the taa was completely excluded. Per the physician, the cause of the event is related to the user¿s technique. No additional clinical sequelae were reported and the patient is fine.